Event description:
Customer reported the insulin pump kept shutting off and because of that he stopped using the device around 9 months ago. Customer stated he did not get any alarms. The lights would just come on and then go back out. Customer did not have the insulin pump to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.